Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates that on 28oct2017, the patient again presented to the emergency room with severe pain at the driveline (dl) site along with increasing drainage. At that time, the patient was taking oral rifampin and intravenous (IV) cefazolin. The patient was afebrile with leukocytosis. A dl exit site cultures proved to be positive for staphylococcus aureus and an abdominal/chest computerized tomography (CT) was unchanged from an earlier study. The patient was started on IV vancomycin and cefepime. The possibility of a pump exchanged was discussed on (B)(6) 2017 since the medical team considered the patient¿s infection incurable. He/she underwent the exchange on (B)(6) 2017. The event was reported to have been resolved on (B)(6) 2017. No further information has been provided.

Manufacturer narrative:
With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient ongoing and recurrent driveline exit site infections and longterm antibiotic therapy may have contributed to these events. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates that the patient was re-admitted to hospital with severe pain and erythema at the driveline (dl) exit site over the last three to four days. The patient also reported increased drainage from the dl exit site and stated that it was similar in consistency but larger in volume than previous. When examined, the dl site was noted to have tenderness to palpation, be erythematous with green discharge surrounding the dl. At the time of the event, the patient had been prescribed cefazolin and rifampin. He/she was started on vancomycin and cefepime in the emergency department. Cultures of the dl exit proved to be positive for staphylococcus aureus; while blood cultures revealed the presence of gram positive rods. By (B)(6) 2017, the patient reported feeling better with decreasing pain at the dl exit site. On physical examination, the site had a dime-sized, blood-tinged yellowish fluid on the dl dressing. The patient was re-started on cefazolin and the vancomycin discontinued on (B)(6) 2017. The patient underwent pump exchange on (B)(6) 2017 for refractory dl infection. During the exchange, a significant amount of pannus and some thrombus was noted within the left ventricular cavity. This material was carefully removed and the left ventricle copiously irrigated with saline to remove any loose debris. The pump exchange was reported to have been without complications.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. In this case, the patient has a history of recurrent driveline exit site infections. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient presented to the emergency department with erythema around the upper right quadrant of the driveline (dl) exit site. The patient was also noted to have worsening purulent drainage from the site. The site further reported that the patient was afebrile and was without leukocytosis. The patient was admitted with a suspected dl infection and was started on vancomycin and zosyn. An abdominal ultrasound (u/s) revealed generalized skin thickening and subcutaneous hypermimia along the course of the dl with anechoic fluid tracks along the trigone line extending to the skin surface that was noted to be highly suspicious for infection. An abdominal computerized tomography (CT) scan revealed interval development of fluid tracking along the course of the dl within the right upper quadrant (ruq) subcutaneous tissues. Infectious diseases was consulted and they agreed with the planned antibiotic course pending culture results. Blood cultures proved to be negative while dl exit site cultures were positive for staphylococcus aureus. The patient was transitioned to cefazolin with these culture results. The site reported that the patient continued to be afebrile without leukocytosis. The patient was discharged in stable condition on (B)(6) 2017 on a planned six-week course of intravenous (IV) cefazolin which was to be followed by oral keflex. On (B)(6) 2017, the patient again presented to the emergency department with increasing drainage from the dl and was re-admitted. Cultures were drawn and the patient started on IV vancomycin. Though blood cultures initially grew coagulase negative staphylococcus, this was thought to be contaminant. The patient was transitioned to IV cefazolin and oral rifampin. The patient was discharged in stable condition on (B)(6) 2017 with continued cefazolin and rifampin. The primary investigator reported that the event was related to the study device and unrelated to the implant procedure or the patient's condition. No further information has been provided.